Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2001 - pt was implanted with kugel mesh. Attorney alleges pain, discomfort, and additional surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and if available to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A mfg review was performed and found no evidence of mfg related cause of the alleged event. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.